Manufacturer narrative:
B.3: date of event is unknown. The date received by manufacturer has been used for this field. D4. Lot #, expiration date: unknown. G4. There were multiple 510k numbers reported to be involved. The information for the additional 510k is as follows: PMA / 510(k)#: k230855. H4. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® sst¿ tube with a bd acquisition device, one (1) patient experienced blood flowing back up the acquisition device when the blood collection tube was attached. The devices were replaced and the draw continued. No adverse impact was reported regarding the patient or user.